Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The reported failure was confirmed by our service engineer during an on-site investigation. During the inspection it was found that the o2 gas module was defective and needs to be replaced. In addition, the expiratory cassette was replaced. The device logs were not provided and no further issues have been reported after the reported event. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.